Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a replacement implantable cardioverter defibrillator due to the device having reached its elective replacement interval on (B)(6) 2018. While in preparation for the procedure the physician then decided to also cap and replace the patient¿s right atrial lead due to concerns about oversensing, noise, auto mode switching and high lead impedance. The patient was stable before, during and after the procedure.